Manufacturer narrative:
During failure investigation testing, efforts to reproduce the customer-reported "emergency battery low" alarms were not successful. The driver performed as intended and there was no evidence of a device malfunction. However, all components that had the potential to cause "emergency battery low" alarms were replaced as a precautionary measure. The driver was serviced and passed all final performance testing. The reported "emergency battery low" alarm poses a low risk to a patient because the emergency battery is one of three redundant power sources and is designed to power the driver in the event that the driver cannot be powered with an ac or external battery power source. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the companion 2 driver displayed an "emergency battery" alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient file confirmed the reported "emergency battery low" alarms. Despite the recorded "emergency battery low" alarms, the driver functioned as intended with the cardiac output being within the acceptable range. The visual inspection of the driver's internal components revealed no anomalies.

Event description:
The customer reported that the companion 2 driver displayed an "emergency battery" alarm while supporting a pt. The pt was subsequently switched to the backup companion 2 driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.